Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair. The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming and would not power on. There was no harm or injury reported. The device was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and internal battery. The system board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was found to be caused by a missing inductor (l1). The internal battery was evaluated and was found to operate to design specifications.